Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens in the left (os) eye in (B)(6) 2010. Two years later, the vaulting is low and a refractive surprise was noted. The current refraction is os: 0,0 sphere/-0.75cyl./150 = visus 1,0. The surgeon would like to exchange the lens. See MFR# 2023826-2012-00899 for the other eye.

Manufacturer narrative:
(B)(4).